Manufacturer narrative:
During processing of this complaint, patient weight and complete event information were not requested due to patient not consenting to further contact. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2020-31478. It was reported the patient underwent surgical intervention wherein the entire system was explanted due to patient's body rejecting the metal of the implant and nerve damage.